Event description:
It was reported that on (B)(6) 2021, the patient developed a sinus infection after being implanted with the unknown vivigen formable on an unknown date. The patient was treated by the physician with debridement and medication. The patient outcome is unknown. There is no further information available. This complaint is related to pc-(B)(4). This report is for one (1) unk - biologic tissue matrix: vivigen formable. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown biologic tissue matrix: vivigen formable/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The legal manufacturer for product vivigen formable medium (catalog bl-1600-002) is lifenet health and they have reporting responsibility for this product.